Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h6 (investigation findings, investigation conclusions) pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. Per the instructions for use (IFU), pannus, or host tissue, overgrowth is a known potential adverse event associated with bioprosthetic heart valves and annuloplasty rings. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm 3300tfxj magna ease valve was explanted after an implant duration of nine (9) years and eleven (11) months due to severe aortic stenosis (velocity: 4m/s). The movement of the valve leaflets felt heavy, and pannus-like tissue was attached on the device, but there was no significant granular-like calcification observed on the leaflets. The patient was asymptomatic. The device was explanted and replaced with a 11500aj23 inspiris valve with a concomitant mitral valvuloplasty with a 5300m32 physio flex ring to correct mitral regurgitation. The patient is in ICU and the outcome is "recovering". The device was returned for evaluation.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and pannus were confirmed. X-ray demonstrated metal band was pushed outward around commissure 1 and minimal calcification nodules on the host tissue overgrowth on leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and fused leaflets 1 and 3 by approximately 2mm at commissure 1 and leaflets 2 and 3 by approximately 1mm at commissure 3 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. All three leaflets were thickened and swollen along the free margins near the commissures. Leaflet 2 had a 7mm cut down the mid section; leaflet 3 had a 5mm cut near commissure 3 and a 3mm cut down the mid section. Edges of all the cuts were straight and even and appeared to match up. Serrated mechanical damage marks were found on the outflow surfaces of leaflets 1 and 2 and did not penetrate leaflets. Sewing ring was cut off around leaflets 2 and 3 and exposed the metal band. H11: additional manufacturer narrative: updated section g3, h3. H11: corrected data: corrected section h6 (type of investigation).